Event description:
It was reported the actual residual volume (arv) was greater than the expected residual volume (erv). On (B)(6) 2014 the arv: 7ml , erv: 5.1ml, (B)(6) 2014, arv: 6ml, erv: 3.1ml. On (B)(6) 2015, arv: 11ml , erv: 4.6ml and (B)(6) 2015 arv: 14ml, erv: 4.2ml. Per the reporter there were no alarms reported and no therapy or medical problem. No interventions or troubleshooting had been performed but would be scheduled. No interventions, patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).